Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve leak occurred. It was reported that at the end of the procedure when the ablation catheter was removed from the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, blood was coming out of the hemostatic valve of the sheath. They stated that he was unable to visualize any damage to the visible. Additional information received indicated no damage was noted on the hemostatic valve. No air entered the patient¿s body. No patient consequences. No treatment required. The approximate volume of blood that was lost was unknown.

Manufacturer narrative:
On 20-jan-2023, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 7-feb-2023 additional information was received indicating the catheters used during the procedure was stsf dd ablation catheter and octaray 2-2-2-2-2-2 f curve catheter. The insertion tube was used to introduce the catheters into the vizigo sheath. No damage was noted on the hemostatic valve. The needle used for this case was brk xs. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation and the evaluation has been completed. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve is placed in original place and broken in the star section. Microscopic analysis was performed, concluding the following: sample show evidence of mechanical damage on the hemostatic valve. Due to this finding at the star section of the valve, internal action has been initiated to further investigate the findings. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).